Event description:
As reported via legal documentation, a patient underwent right knee replacement on (B)(6) 2018. They are scheduled to undergo right knee revision surgery on (B)(6) 2023, approximately 5 years 2 months after their initial procedure. Patient claims to have suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to significant pain and discomfort, swelling, limited mobility, inability to bend or kneel, gait impairment, and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. Concomitants: 5060206 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t 5236205 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 5293859 200-07-32 - advanced patella 32mm 3 peg implant 5320026 02-012-60-1425 - tru stem ext 14mm x 25mm 5330961 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.